Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) had catheter burst issue, during use. Battery compartment was full of blood. Not turning on. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.